Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the medical professional went to remove the wound drain, some resistance was felt and the last 2 inches of the flat part of the drain fractured. The patient allegedly had to undergo surgery to remove the drain. No complications occurred post surgery.

Manufacturer narrative:
The reported issue (it was reported that when the medical professional went to remove the wound drain, some resistance was felt and the last 2 inches of the flat part of the drain fractured. The patient allegedly had to undergo surgery to remove the drain. No complications occurred post-surgery) was confirmed, as cause unknown. During visual inspection it was noted the flat part of the drain was broken before the eyes section. The eyes section was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "¿ additional perforations should not be made in the drains. ¿ avoid suturing through drains. ¿ drains should lie flat and in line with the skin exit areas. ¿ particular care should be taken to avoid any obstacles to the drain exit path. ¿ drains should be checked during closure for free motion to avoid possibility of breakage. ¿ drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks." (B)(4).

Event description:
It was reported that when the medical professional went to remove the wound drain, some resistance was felt and the last 2 inches of the flat part of the drain fractured. The patient allegedly had to undergo surgery to remove the drain. No complications occurred post surgery.